Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Oversensed noise was also observed resulting in stored v-tachy events. Attempts to recreated oversensing in clinic were unsuccessful. The lead configuration was set to sense in bipolar and pace in unipolar. Pacing impedance measurements were within an acceptable range in unipolar. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available, this report will be updated.